Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. A different wall adapter did not resolve the issue, so a replacement tandem cable and wall adapter were sent via two-day shipping. The customer confirmed that replacement charging supplies resolved the issue, as the pump began charging, and no further assistance was needed.